Event description:
It was reported a nurse broke her foot while attempting to engage the brakes. Medical intervention was required, but no details surrounding the intervention were provided. The device was inspected by a stryker technician, who did not observe any malfunctions; the device operated as expected.

Manufacturer narrative:
Serial number was corrected.

Event description:
It was reported a nurse broke her foot while attempting to engage the brakes. Medical intervention was required, but no details surrounding the intervention were provided. The device was inspected by a stryker technician, who did not observe any malfunctions; the device operated as expected.